Event description:
A malfunction was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and continued to use the pump for insulin thearpy.